Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., a.4., b.3., d.1., d.2a., d.2b., d.4., d.6b., h.4., h.6.

Event description:
Patient reported "ruptured" diagnosed via ultrasound and MRI. This record is for unknown side. The device has been explanted.

Event description:
Patient reported "ruptured" diagnosed via ultrasound and MRI. This record is for unknown side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "ruptured" diagnosed via ultrasound and MRI. This record is for the left side. The device has been explanted and replaced with another manufacturers device.